Event description:
Device settings were made available: meperidinc 10mg/ml, pca dose 25mg with a 10 minute lockout interval and a 300mg 4 hour limit, may bolus 50mg every 2 hours prn severe pain.

Manufacturer narrative:
The reported problem could not be duplicated. The device alarm history indicated malfunction 1a, and the patient cable was noted to be damaged. These findings are not related to the reported event. The device history log indicates a change in the lockout interval to every 6 minutes, and the 4 hour limit was de-selected. The frequency of death or serious injury reports related to delivery accuracy for pca is approx. 2.19/million sets.